Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. Possible root causes for the reported failure of not deploying could be over penetrating the needle causing the silicon tube to move, or not inserting the needle to the proper depth for deployment. However, without the return of the complaint device, and with the information we have received, we cannot determine a definitive root cause for the reported failure. No nonconformances were identified for this part number, lot number combination per qlik query executed on 7/30/2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. G4: the incorrect g4 date was inadvertently utilized in initial medwatch. The correct date is july 29, 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). UDI: (B)(4).

Event description:
It was reported by the affiliate via email that 4 truespan 24 degree peek failed to deploy during a meniscal repair. Assumed product error. No adverse event to the patient has been reported. The case was completed with same like products with no surgical delay. The surgeon was off axis and he fully depress the trigger until the click. The tip of the needle was still in scope view and the surgeon penetrate the meniscus all the way to the depth stop. No debris was left in the patient.